Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer in regards to a patient who was being treated with compounded baclofen 800 mcg/ml (51.94 mcg/day), fentanyl 2 mg/ml (0.1298 mg/day), clonidine 900 mcg/ml (58.43 mcg/day) and dilaudid (hydromorphone) 20 mg/ml (1.298 mg/day) intrathecal therapy via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. The patient's medical history and concomitant medications were unknown. There was a problem reported with the device or therapy. A catheter dye study was performed on (B)(6) 2015 that showed that the infusion system was not delivering the drug intrathecally (it). The hcp was not able to aspirate through the catheter access port (cap). They were not sure if the patient had a granuloma or a kink or why they were not able to aspirate. No volume discrepancies had been noted per the hcp. The patient had stated she had not gotten effective pain control, not well controlled for 18 months with approximate event date of (B)(6) 2014. . The hcp wanted to turn the pump off as they no longer felt the patient was going to use the pump, and was nearing end of life. If additional information is received, a follow up report will be sent.